Event description:
Information received indicates the bed is slowly drifting into trendelenburg.

Manufacturer narrative:
The technician found the trend valve was not holding. The technician replaced the trend valve to repair the bed.